Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and advanced into the left ventricle (lv). While in the lv, the clip became caught in chordae. Troubleshooting was performed and the clip was attempted to be retracted into the left atrium (la). However, while pulling to the level of the coaptation line, it was observed the grippers were down and resting on top of the leaflets. While attempting to cycle the grippers, it was observed the gripper line had broken. The physician was comfortable without the level of tissue in the clip; therefore, the clip was deployed. Upon deployment, the clip was still attached to both leaflets, but had fair amount of motion. To stabilize the clip, three additional clips were implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and advanced into the left ventricle (lv). While in the lv, the clip became caught in chordae. Troubleshooting was performed and the clip was attempted to be retracted into the left atrium (la). However, while pulling to the level of the coaptation line, it was observed the grippers were down and resting on top of the leaflets. While attempting to cycle the grippers, it was observed the gripper line had broken. The physician was comfortable without the level of tissue in the clip; therefore, the clip was deployed. Upon deployment, the clip was still attached to both leaflets, but had fair amount of motion. To stabilize the clip, three additional clips were implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper line break and subsequent gripper actuation issue appear to be due to the reported entrapment of device (clip caught in chordae). However, a cause for the entrapment of device cannot be determined. The reported migration (partial clip movement) appears to be due to the clip being deployed with the chordae and with the gripper still raised. The reported unexpected medical interventions were results of case specific circumstances as the clip was deployed with the chordae and another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling.